Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional, later reported, capsular contracture, baker grade IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe, since it is not related to the device. Lump/nodule: unable to observe, since it is not related to the device. Capsular contracture: unable to observe, since it is not related to the device. Skin rash/dermatitis: unable to observe, since it is not related to the device. Rupture: observed, a broken device on posterior assessed, as an unidentified (tear) opening (shell thickness within spec). Additional observations: black particles observed, on the device and in the gel. Yellow encapsulation observed, on the device.

Event description:
The patient reported, "extremely painful lumps all over breast". Patient later reported, "rupture". This record is for left side. Healthcare professional, later reported, capsular contracture, baker grade IV. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
The patient reported "extremely painful lumps all over breast". Patient later reported "rupture". Device remains implanted. This record is for left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The patient reported "extremely painful lumps all over breast". Patient later reported "rupture". Device remains implanted. This record is for left side.